Event description:
Per the surgeon, the patient was noted to have complete facial paralysis in recovery. The patient was observed and the facial nerve was transected. The surgeon did a nerve graft and repair which required explantation of the original device. Patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.